Manufacturer narrative:
The reported lot number could not be validated, therefore a lot history record review was completed for lots 25122967, 25123366 and 25123535 the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Charred tissue and blood was observed at the blade and electrodes. The excess tissue buildup was gently cleaned and the blade and electrodes were observed under microscopy. There were no conformance observed. There were no missing pieces of the device. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb tip became loose and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Reported lot number is not valid. Attempts are being performed to get the correct lot information. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb tip became loose and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.